Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a site visit to further investigate the customer reported issue. The fse tested the e200 generator energy activations with fse test instruments. The fse was unable to replicate the issue or find any heat coming from cannulas. The fse performed system verification with no errors.

Event description:
It was reported that after completion of a da vinci-assisted hysterectomy surgical procedure, the patient was found to have sustained a burn surrounding a port site. The burn marks were identified after the procedure was completed and the patient side cart (psc) was undocked. There were no reports of any generator or energy issues related to da vinci instruments during the procedure. While closing the port sites, it was noticed that one of the patient's left-sided port sites had a burn injury. The burnt tissue was resected, and the port site was closed with a suture as planned. The surgeon did not use any energy instruments with her left hand intraoperatively. It was unclear how the patient sustained a burn. It was unknown how the surgeon made the port site incision, specifically if a bovie pencil was utilized. The patient is recovering well.